Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was not adversely impacted. Customer declined troubleshooting. No additional information was able to be obtained.